Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized for an unknown reason at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. The device has been reported to be available for evaluation. Upon completion of baxter's investigation, a supplemental medwatch will be filed if additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was received by baxter product analysis laboratory (pal) for evaluation. A device history record review and event history log review was performed with no failures, malfunctions or iipv (increased intraperitoneal volume) events noted that could have caused or contributed to the reported difficulty. Per pal evaluation, the device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test. It was determined to meet performance specification requirements per rite testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the home patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.